Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the al326 instrument, when fired, is really hard to separate the clip applier from the place that it is fired.